Event description:
It was reported that during the procedure, the distal tip of both screwdriver shafts broke off during insertion of the locking caps. The broken fragments were retrieved. A t-handle with ratchet wrench and torque limiter was used and the locking caps were positioned and tightened as required. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The devices were returned and investigation showed that the instruments broke due to a mechanical overloading. The fracture surfaces showed no irregularities. Examination of the raw-material testing certificates and manufacturing papers showed no deviations regarding material analysis, strength, and structural stability. The exact cause of failure could not be determined, although a possible cause is related to the torque limiter. Material and manufacturing related conditions can be excluded.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 2 for (B)(4).